Event description:
The hospital reported that during a coronary artery bypass procedure, a crack was observed on the acrobat suv vacuum stabilizer and the device was broken. This was noticed when the device was attached to the rib retractor. A replacement device was used to complete the procedure. The hospital did not report any patient effects. We are following up for the name and title of the hospital contact. A supplemental report will be submitted if add'l info is received.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determinated that the stabilizer base was separated from the acrobat stabilizer plunger housing. The swivel base pin was broken. The pin dimensions were measured; the dimensions met the specifications. While we were unable to conclusively determine the root cause, the reported event is likely attributable to excessive force. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).